Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room. It was noted that the right ventricular lead had dislodged. The lead was explanted and replaced on (B)(6) 2018. The patient was in stable condition post operation.